Manufacturer narrative:
The investigation for the hemolysis has been completed. Product and data logs were not returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. This pump was used beyond indication. The impella cp intended design life is 8 days. The instructions for use for the impella cp with smartassist system states the following: section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions including catheter position, pre-existing medical conditions, and small left ventricular volumes may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ corrections to the initial MFR report: b5: it was stated in the initial report that " patient expired improved with the pump replacement." However, it should have said "patient hemolysis improved with the pump replacement."

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The complainant in japan reported that the impella cp was exchanged due to the patient developing hemolysis. Patient expired improved with the pump replacement. However, patient ultimately expired from acute heart failure. Impella functioned until the end without issue. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).